Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge alarm occurred along with the insulin gauge being inaccurate. The customer¿s blood glucose was 300 (mg/dl). The customer declined additional troubleshooting with tandem technical support regarding the insulin gauge issue along with the cartridge alarm. The customer reverted to an alternate method of insulin therapy.